Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: 9735225r - computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system is booting up to no input detected. There was no report on whether both monitors are showing the same behavior. The site had to perform several restarts. There was no patient present when this issue was identified.